Event description:
A user facility reported to olympus, the image would freeze and goes green with different scopes on the evis exera iii video system center. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The customer called the olympus technical assistance center (tac) technical support to troubleshoot the device for image would freeze on the monitor. Tac instructed the customer to try different scopes and the image would be green. Tac also instructed the reporter to replace the bulb on the light source since 500 hours was reported by the reporter on the light source, used in combination with the evis exera iii video system center. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the device and reproduce the event, the root cause of the frozen image could not be identified. However, it is likely the cause is related to an abnormality on the scope side. Olympus will continue to monitor field performance for this device.